Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which that battery (bat308426) was connected to the controller when the critical battery alarm was recorded. Bat306129 was the primary power source and the log files show that within 7 minutes the battery capacity went from 93% to 0%, this is indicative of a communication error between the battery and controller. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad equipment manager a "critical battery" alarm was seen upon review of log files. The alarm occurred when the battery had greater than 10% charge. The manufacturer's clinical engineer recommended taking the battery out of use. The battery was exchanged with out consequence to the patient. No further information was provided.